Manufacturer narrative:
(B)(4). PMA/510(k) number k072642.

Event description:
It was reported that the ilrght abutment screw fractured.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A certain titanium hexed screw (ilrght) was received. Visual inspection of the returned product identified that the screw had fractured across the threads. There was significant wear (nicks and gouges) due to usage around the shank and the hex feature. The fractured top portion was discarded and not returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: document review: review of biomet 3i restorative IFU (p-iis086gr rev. E 11/2015) and biomet 3i restorative manual (instrm rev b 10/15) identified information regarding screw fracture under section title warnings and precautions. As per the applicable IFU, improper technique can lead to implant restoration fracture and screw loosening. Surgical manual highlights the torque recommendation under torque matrix ¿ internal connection, page iii. Also, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. Complainant reported that the screw fractured. The reported complaint was confirmed through visual and physical inspection of the returned product. A definitive root cause for this complaint could not be determined. The following sections have been updated: device evaluated by MFR: device evaluated by manufacturer: change 'no' to 'yes'.

Event description:
No further event information is available at the time of this report.